Manufacturer narrative:
Device evaluated summary- as per service report during the incoming inspection, it was confirmed that the joints had come off from the screws and the fixation part had disconnected. Root cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of decompression involved in the laminectomy procedure it was reported that intra-operatively, could not fix. Product came in contact with patient but there were no patient symptoms or complications reported as a result of this event.